Event description:
Healthcare professional later reported right breast implant shifted laterally and suspected the implants slipped back into the sub glandular pockets. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional called to report a right side capsular contracture baker grade iii and "possible" rupture. Device remains implanted.